Event description:
Meter was prompting an error 4 message. The patient's meter kept prompting an error 4 issue while attempting to perform a control solution test with the assistance of an lfs customer care representative. The patient neither alleged harm nor experienced injury or medical intervention. The issue with the error 4 was not resolved with troubleshooting. The meter has been replaced.